Event description:
It was reported that the customer was hospitalized due to high blood glucose of 749 mg/dl and diabetic ketoacidosis. The customer was treated with insulin drip. The customer was wearing the insulin pump at the time of the hospitalization. The customer wanted to make sure that the device was functioning properly, but since they did not have supplies available, troubleshooting was not performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.